Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had reused the pump supplies, had used cold insulin in the pump supplies, and did not perform the air removal step of the load process. Tandem customer technical support educated the customer on proper pump supply use. Customer changed cartridge and infusion set to address the issue. There was no adverse impact to the customer¿s blood glucose level.